Event description:
A malfunction was reported after the pump was dropped, displaying a non-resettable malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Tandem's technical support decided to replace the pump, and the customer will use a backup insulin pump and mdi in the interim. Technical support ensured the customer would receive a replacement pump with updated software and provided instructions for handling and returning the faulty pump. The customer understood and acknowledged all instructions and will use a pre-paid ups label to return the problematic pump within ten days.